Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the top of the silicone segment. Visual inspection under a microscope showed a pinhole at the location of the leak. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. Additionally, the bd clinical team has been notified of the failure to determine if further training or instruction is needed for use of the extension sets. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line. The following information was received by the initial reporter with the following verbatim alaris pump alarming "air in line", nurse went to troubleshoot - when tubing was taken out for inspection of bubbles, nurse noted there was a hole where the stetchy, tubing goes into the blue part (will attach picture).

Manufacturer narrative:
MDR made in error due to incorrect grid entry update.

Event description:
Error.